Event description:
The patient's nurse reported that the patient experienced elevated blood glucose and was unable to lower his readings by bolusing through the infusion device. He went to the hospital and had a blood glucose level of over 40 mmol/l (720 mg/dl) and he was diagnosed with ketoacidosis. The patient experienced heart failure and passed away on (B) (6) 2009. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.